Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these device's are exempt from device history record review. A search of the complaints databases was not possible against the unknown stem product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system (B)(4). Reason for original complaint: patient was revised to address pain and osteolysis. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). Update: 3/28/13 - litigation papers received. Litigation alleges the cup eventually detached, disconnected, created metallic debris and/or loosened from the patient's acetabulum. It is further alleges elevated metal levels and squeaking and thumping in the hip. An unknown cup has been added and reported to address loosening. Update rec'd 11/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had metallosis. There was metal debris throughout the capsule. At this time the patient's femoral stem is being reported for the elevated metal ion levels. The complaint was updated on: 12/03/2015.